Manufacturer narrative:
Device is expected to be returned for eval. Investigation is pending.

Event description:
Caller alleged discrepant results from inratio versus lab. Inratio - nes, 4.2, >4.7; lab - 2.5.